Event description:
Physio-control was performing an evaluation of a device returned on recall. There was popping sounds during charing and a burning odor. The device would not deliver defibrillation energy. There is no patient involvement with the failure.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of malfunction to be a shorted transistor, q1, from the analog pcb assembly that also blew open the f1 fuse. The r113 resistor was also found burnt. A replacement device was provided to the customer.